Manufacturer narrative:
(B)(6). Information was provided by the manufacturer. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss occurred during procedure while laser firing with an intralase patient interface (pi). There is no patient injury reported and the case was completed with the same pi without further complications. It was reported that one (1) procedure was lost.

Manufacturer narrative:
Device available for evaluation - yes, returned to manufacturer - 01/14/2016. The patient interface was returned to the manufacturer. Visual inspection was performed on the returned sample and white debris, particles and residue were observed on the cone which indicates that the unit was handled and prepared for surgical use. Also, a circular scribe was observed on the cone lens. Functional and dimensional testing test performed. No issues found during functional or dimensional testing. The manufacturing process record was evaluated. No non-conformances/ discrepancies/ deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification the risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; and found to include adequate instructions for use, warnings and operational errors. A product complaint history review was performed. No deficiency was identified. All pertinent information available to abbott medical optics has been submitted.